Event description:
The complainant reported a patient was implanted with an impella cp device for mechanical circulatory support. While on support, the patient had ventricular tachycardia (vt) during manipulation at the aortic valve. The pump position was assessed and verified. The pump also had low flows due to missing preload. The patient expired when patient went asystolic as circulation was not able to be maintained.

Manufacturer narrative:
The impella device was discarded by the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.